Event description:
It was reported, the rigid video scope does not perform white balance and had an image that appears green. It also gave errors e391 (white balance failed - please retry) and e311 (white balance incomplete - adjust white balance). The issue occurred during an unspecified therapeutic procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: d8, d9,g3, h2, h3, h4, h6, h10, h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the charged coupled device was broken. The most probable cause of the complaint was traced to component failure. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.